Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator failed a final test due to the nurses call not functioning properly. The interface board needs to be replaced to address this issue. Additionally, the base enclosure kit, faa label, serial label, warning label will need to be replaced due to the upgrade. Inlet air path assembly and removable air path foam was replaced per remediation. The customer has requested no repairs be made so the repair was not completed.